Event description:
It was reported that high lead impedance (7/limit/high/no) was received on both sys and normal mode diagnostics at a follow-up appointment with the treating neurologist. There was no report of trauma or manipulation to the device that could have contributed to the reported high lead impedance and the last known good diagnostics were from (B)(6)2010. The pt's generator was programmed off and was refered for x-rays. X-ray were sent and reviewed by the MFR. Review of x-rays revealed the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The connector pin was visualized to be fully inserted and the lead wires appeared to be intact at the connector pin. There was some lead located behind the generator which could not be fully assessed. A suspect area in the lead body was visualized near the anchor tether, but image contrast prevented conclusive determination of a lead fracture. At the moment, revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure suspected, but did not cause or contribute to a death or serious injury.